Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup. Unk stem. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10617. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to elevated metal ions and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catalog number:us157854 lot number:782610 brand name: m2a magnum cup, catalog number:11-104112 lot number:818540 brand name: mallory head stem, catalog number:139252 lot number:380450 brand name: m2a magnum taper insert. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The head component was returned and evaluated. Upon visual inspection there is some scuffing on the outer radius of the device. There is gouging to the face of the device with no visible debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.